Event description:
It was reported that cartridge could not clip onto pump due to issue with pneumatic tap o-ring. There was no reported impact to the customer¿s blood glucose level. Customer removed o-ring as advised by technical support, and issue was resolved with no further actions reported.